Manufacturer narrative:
Unit passed displacement test and self-test. No pump error 63 or pump error 4 noted during test. Unit successfully downloaded to thump. Confirmed in the pump history download the pump alarmed pump error 4 on 02/24/2024 11:38:06.000 and pump error 63 on 02/24/2024 four times between 11:38:06.000 to 22:00:25.000 due to broken trace u1 pin6 on keypad assembly. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded motor home switch. The p-cap/reservoir does lock properly. Confirmed pump error 63 and pump error 4 in the pump history download due to broken trace u1 pin6 on keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63 (hardware low-level failures) again after an hour. The customer also received a pump error 4(the motor arm cannot communicate with the main arm) initially. Troubleshooting was performed for the reported event. The alarm occurred during basal delivery. The customer was able to clear the error, rewind the pump and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed the self-test initially. After the error was repeated, the error table indicated that the pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.